Manufacturer narrative:
Damage to neighboring teeth/roots are well known surgical complications. This event is reportable per 21 cfr part 803 as a damage of the root might have occured. Due to placing the implant too close to the neighbouring tooth is not unknown in implantology and generally is not due to a faulty product but rather to planning issues. Within the quality process relevant implant measures are checked 100% by quality control.

Event description:
According to the available information, the implant touched the neighbouring tooth root due to a massive root curvature distally. The x-ray shows the implant in close proximity to the root regio 4 (fdi # 15), however the extent of the damage on the root cannot be determined. The implant was removed at the same session.